Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jul2020.

Event description:
The customer reported a white display. The customer indicated a white display appearing, system going into est (extended self test) mode and blower also on. The customer found the vga (video graphic assembly) controller pcb (printed circuit board) is faulty and needs to be replaced. The part was ordered. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer replaced the vga controller pcb and the problem was resolved.